Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® lh 102 i.u. Plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 8 times. The following information was provided by the initial reporter: ¿the customer reports that tubes didn't draw enough volume of blood.¿

Manufacturer narrative:
Investigation: bd received 8 samples from the customer for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® lh 102 i.u. Plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 8 times. The following information was provided by the initial reporter: ¿the customer reports that tubes didn't draw enough volume of blood.¿